Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The pharmacist complained of discrepant inr results for 1 patient tested on coaguchek xs meter serial number (B)(4) compared to the sysmex ca1500 laboratory method. The result from the meter was 6.9 inr. The patient was sent to the laboratory where the result within 1 hour was 5.2 inr. The patient's therapeutic range is 2 - 3 inr. There was no allegation that an adverse event occurred. Qc had passed on the meter. The patient has no known impaired liver function and no known renal failure.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.